Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer¿s stylus was unable to interact with the touchscreen. Analysis was able to confirm the customer comment that the when one area of the screen was selected with the finger, it clicked on different area and touchscreen calibration was required. At analysis it was determined that when the finger touch was used the cursor would act unexpectedly. It was noted that the upper display hinges were damaged, the hinge plate hardware was missing and the system fan was noisy. All found defective parts were replaced and all other identified issues were resolved. Reconfigured hard drive, reloaded and updated software and the programmer then passed all final functional and systems tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer stylus for the touchscreen had stopped working and a change was made to finger touch. It was noted that when one area of the screen was selected with the finger, it clicked on different area and touchscreen calibration was required. It was further noted that when the touchscreen was pressed for threshold test the selection was not held. The programmer has been returned for evaluation and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.